Event description:
The clinical reported that the venous inlet port of the bmr reservoir bag broke during setup. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Therefore, the information is not applicable. The clinician reported that the venous inlet port of the bmr reservoir bag broke during setup. There was no patient involvement. One bmr venous inlet port connector was returned to sorin group (B) (4) for evaluation. The visual inspection revealed that the connector was broken in two pieces. Sorin group (B) (4) determined that the connector thickness was slightly out of specification on one side of the connector. Mechanical stress caused by rough handling while placing the bag into the bracket, could cause the connector to break. This issue is currently being modified to correct the wall thickness.